Event description:
After an implantation period of approx. 35 months, it was reported that the rv lead showed no capture at the programmed output.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between december 18th, 2019 and august 13th, 2020, recorded the rv pacing threshold initially at 1 v with intermittent peaks onto 2.4 v beginning in the end of march, till the end of the recorded period. The rv sensing amplitude was initially recorded fluctuating between 6.5 and 12.6 mv, since end of april 2020, the amplitude was measured between 2.5 and 9.0 mv. The rv pacing impedance was initially measured between 420 and 570 ohms, before in the end of may 2020, it gradually sunk onto 360 ohms in the end of the recorded period, as reported in the complaint. The analysis of the provided iegm episodes revealed noise on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.